Manufacturer narrative:
(B)(4). Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's stimulation wasn't working properly and their back pain had gotten worse. The patient noted that it felt like their leads could have moved and were uncomfortable. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider. The patient's weight was updated. The cause of the patient's ins not working was not determined and the issue wasn't resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient is having more severe pain and hcp requested rep to check ins because it does not seem like the system is working for the patient. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that since the patient was having severe pain in their lower back that may be their stimulator needed recalculating. Patient met with rep and they recalculated the patient's stimulator but after 2 weeks the device was not working properly. The issue has not been resolved.